Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error or unexpected no delivery alarm were noted. The motor passed motor test. The motor was tested outside of the device and passed. The pump was received with cracked reservoir tube lip, scratched case, severely scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call of a motor error and no delivery alarm from the insulin pump. The customer's blood glucose reading was 201 mg/dl. The mother stated that the alarmed occurred during bolus. The mother stated that the alarm was not exposed to an MRI. The customer does not use the sensor feature. The customer stated that they are able to rewind the pump but cannot complete the priming process without the pump alarming. The customer will be sent a replacement pump.